Event description:
Patient's cadd legacy pump was alarming while in use. Pt switched to the back up pump and wants it replaced. She did not know what the error message was. No further information is known. Dose or amount: remodulin 25ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to current. Diagnosis or reason for use: pah.